Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained ventricular tachycardia was stored as non-sustained lead noise due to latency on the far field channel. The device was reprogrammed and remains implanted. Patient will be monitored.